Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, one led segment on the upper led digits display did not illuminate. The system board led segment display (d1) had a potentially borderline faulty segment, which began illuminating correctly during testing. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues related to this reported event.

Event description:
The customer stated that this device has a bad display, it is missing some segments on the bottom display. No consequences or impact to patient was reported.